Event description:
An 8 1/2 year-old boy, was originally implanted on november 22, 1995. According to the info rec'd from the implant center, he fell and hit his head sometime during the week of may 30, 1998. The evening of the fall, the child told his parents that he could no longer hear with his clarion system. Pg039 was seen at the implant center on or about may 2, 1998 for device evaluation. Neither the exact date of impact nor the circumstances surrounding the event were discussed with the cochlear implant team during the evaluation session. Testing conducted at the center confirmed the clarion was no longer functioning. Explanation/reimplantation took place on june 15, 1998. Pt was reimplanted with another clarion device.